Event description:
Customer reported that the insulin pump was cracked in the glass part of where the reservoir goes. She was not sure how the damage occurred. The blood glucose reading was 150 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.